Event description:
It was reported that the leading haptic of the preloaded intraocular lens (iol) had torn the capsular bag upon insertion. The capsular was completely inflated with ovd in the cartridge. There was no resistance felt upon insertion. There was no vitrectomy needed and the lens is currently implanted in the eye with no complications. No other information is available.

Manufacturer narrative:
. Section d6b: if explanted, give date: not applicable, as the lens remains implanted in the eye section e1:surgeon's email address and phone number: unknown/ asked but not available. Device evaluation: the product testing could not be performed as the product was not returned as it remains implanted. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.